Event description:
It was reported that the pump was leaking due to the bag. Per reporter the pump was being used with a walkmed reservoir bag. It is unknown if there were any adverse effects.

Manufacturer narrative:
D4 serial number reported as (B)(6). H4 unknown, reported serial number is not accurate investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. If the product is returned this complaint will be reopened for further investigation. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).